Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during a catheter placement procedure through the right internal jugular vein, one of the lumen allegedly burst. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that post catheter placement procedure through the right internal jugular vein, one of the lumen allegedly burst. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria.the manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one hickman t/l catheter was returned for evaluation. Functional, gross visual and microscopic visual were performed. The investigation is confirmed for the reported catheter burst issue, as the blue extension leg was noted to have a longitudinal split starting approximately 7.5cm from the distal of the luer. A definitive root cause could not be determined, over pressurization during use could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H3 other text : see h10.